Manufacturer narrative:
H6. Device code a1601 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was the caller stated that the pump got to the point where it was doing the alarm because they couldn't get over to land to fill the pump. The caller stated they got the pump filled on the 28th of january and a couple days ago the alarm was continuing to go off. The caller asked if there was a way to turn the alarm off easily. The agent asked if the pump was alarming at the office and the caller said no. The caller mentioned that the doctor said there wasn't any left in the reservoir so they had to pull the medicine out and put in the exact amount. The caller said the doctor thought it was so empty that even after they filled it they heard the alarm. The caller also said the patient lives in an assisted care facility and the nurses were there. The caller did not know how often the patient was hearing the alarm but said it was occasionally. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient did not have a patient therapy manager (ptm).

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.